Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the 00509126000, round diamond bur, medium, 2 mm device was used in an unknown procedure on (B)(6) 2025, and ¿it was reported that the diamond surface of the bar had peeled off and adhered to the bone. The surface of the bur that was attached to the bone could be easily removed. There was no impact on the surgery.¿ the procedure was completed with an alternate device, and there was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A distributor reported on behalf of a customer that the 00509126000, round diamond bur, medium, 2 mm device was used in an unknown procedure on (B)(6) 2025, and ¿it was reported that the diamond surface of the bar had peeled off and adhered to the bone. The surface of the bur that was attached to the bone could be easily removed. There was no impact on the surgery.¿ the procedure was completed with an alternate device, and there was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿diamond surface of the bar had peeled off and adhered to the bone.¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. A root cause cannot be determined; however, based on photographic evidence, a possible cause of this event could be that the device was the use of excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.